Event description:
Customer reported receiving an inaccurate reading on her freestyle flash blood glucose meter. The adc meter reading obtained was 27.8 mmol/l and compared to the lab result of 4.5 mmol/l. When plotting the results on a parkes error grid, the meter fell into the "d" zone. The "d" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.